Manufacturer narrative:
Weight of patient is unknown. Ethnicity of patient is unknown. Race of patient is unknown. There is no relevant history. Hu-friedy does not track this device by serial number, only by a lot number which is tied to the date of manufacture. The device involved does not have an expiration date. The device was manufactured prior to 09/2016, so it does not have a UDI associated with it. The device is not implanted, therefore implant/explant dates are not applicable. Reprocessor does not apply. No known concomitant medical products and therapy dates. User facility/importer does not apply. Ind is not applicable.

Event description:
It was reported that during a scaling and root planing procedure, the tip of the instrument broke off. It was undetermined at the time whether the patient had swallowed the tip, or if the tip had exited the patient's mouth. The patient underwent a chest x-ray and no tip was located within the customer's body. It was concluded by the patient's doctor that the tip had not been swallowed, but was expelled from the patient's mouth at the time of the breakage.